Event description:
It was reported that the r-wave sensing decreased on the implantable loop recorder when the pocket was closed. The device has been explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the r-wave sensing decreased on the implantable loop recorder when the pocket was closed. The device remains in use. No patient complications have been reported as a result of this event.